Event description:
It was further reported that during use the cardiac resynchronization therapy pacemaker (crt-p) triggered a false low impedance warning. The crt-p remains in use. It was also noted that the rv lead exhibited high impedance and was unable to confirm capture. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 407645 lead, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.